Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional info has been reported to allergan regarding the serial number, the explant date when scheduled, diagnostic testing results, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient contact company to report a possible leak with lap-band ap adjustable gastric banding system. The company further followed up with the surgeon and was told there was an indication of leak was suspected and a radiology reports is pending to confirm. Surgery is not yet scheduled.